Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject device, there was partial delamination of the silicone cap associated to the lead connection set-screws. Another pacemaker was subsequently implanted instead. The following was also indicated: as far as the doctor was aware, no particular force had been applied to around the silicone cap. In actual fact both leads were smoothly connected to the respective ports with no difficulty in tightening the set-screws. For each lead connection, the screwdriver was inserted into the screwdriver slot only once, and both inserted into and removed from the screwdriver slot vertically.

Manufacturer narrative:
Please refer to the attached investigation report. (B)(4).

Event description:
The physician reported that during an implant attempt of the subject device, there was partial delamination of the silicone cap associated to the lead connection set-screws. Another pacemaker was subsequently implanted instead. The following was also indicated: as far as the doctor was aware, no particular force had been applied to around the silicone cap. In actual fact both leads were smoothly connected to the respective ports with no difficulty in tightening the set-screws. For each lead connection, the screwdriver was inserted into the screwdriver slot only once, and both inserted into and removed from the screwdriver slot vertically.